Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure, a faradrive sheath was selected for use and pfa was performed with a farawave catheter. For the post-mapping assessment, an orion mapping catheter was inserted into the faradrive sheath to perform mapping. In order to widen the isolation area further, a farawave catheter was then re-inserted into faradrive sheath, and air was purged at the clear sheath portion. However, air continued to be aspirated through the sheath valve, so the faradrive sheath was withdrawn into the right atrium, and the sheath was quickly replaced. The procedure was then completed without further issues. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was discarded.